Manufacturer narrative:
(B)(4).upon completion of the investigation a follow up report will be filed.

Event description:
Surgeon complains about the forceps being "sticky". The antisiccoring plug made of rubber(?) Feels like it sticks, and leed to a retention when being used during surgery. On this forceps the isolation is damaged. This customer have been using our forceps for many years, so they are very familiar with them. Age of the forceps is approximately 6 months. Has also made complaint to two bipolar forcepts art (B)(4). At the same time. A delay of 30 minutes occurred when back up forceps were used to complete procedure. No other adverse affects reported.

Manufacturer narrative:
Upon completion of the investigation it was noted that the evaluation of the forceps and pictures submitted by the affiliate confirmed the complaint. The coating is cracked on the inside of one of the handles at the stopper matting area. The blue insolation is cracked exposing the base metal. The exact cause of this damage could not be confirmed; however, it is likely that manufacturing processes caused this coating defect. Additionally, the tips are slightly misaligned; however, the stopper does not appear to be sticking. The complaint of "insulation is damaged" was confirmed and may be associated with manufacturing defects. This is the first complaint of this type for this product code and lot number. We will continue to monitor for this or similar complaint for this product code and lot number. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.